Event description:
Reporter alleged blood glucose measured lo and hi back to back within minutes of each other. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.